Event description:
The customer reported when the nurse call cable is inserted into the port on the alarm there's not a secure fit. The issue was identified during set up, and there was no impact on the patient.

Manufacturer narrative:
Results: the reported issue was confirmed. The internal mechanism inside the nurse call receptacle was intact, however, the nurse call receptacle's housing was loose. As a result, the nurse call cable does not have a secure fit when inserted to the nurse call receptacle. When the nurse call cable was wiggled, the nurse call test fixture toggles on and off. It was determined that the device has a faulty nurse call receptacle failure. The unit, passed all other functional testing. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).